Event description:
The customer stated the event occurred during an ambulatory surgery. The procedure was completed using the same device. There was no impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up and correction for g2. B5 - updated with information received from the customer. G2 - checked "other" to add the country france. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the peritoneal cleaning liquid entering the device could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
As reported, peritoneal cleaning liquid entered in the device but that appears to be in working condition. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. .

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The device was inspected, it was identified that foreign material was found in both solenoid valve and tubes, thereby corroborating the customer's reported issue. Furthermore inspection found , air insufflation and pressure failures. Investigation is ongoing. This report will be supplemented accordingly following investigation.